Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units multiple times during the load process. There was no impact to the customer's blood glucose level. During follow up, the customer indicated a new cartridge was loaded.